Event description:
The patient was admitted to the hospital for removal and replacement of bilateral breast implants secondary to rupture. Patient also had bilateral total capsulectomies including removal of silicone granuloma extraocular right.